Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the hardware was removed because the patient had healed.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hardware removal procedure on (B)(6) 2020, the cannulated stardrive screwdriver shaft was cold welded with the handle with quick coupling. The procedure was successfully completed with the use of the reported driver. There was no surgical delay reported. Patient status is unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) cannulated stardrive screwdriver shaft t8. This is report 1 of 2 for (B)(4).